Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the physician replaced the system with a medtronic system to address the issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a fall and x-ray revealed that their lead had migrated. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.